Manufacturer narrative:
Other: infection. Manufacturing assessment review: two manufacturing records were reviewed and no related deviations or non conformances were observed for the batch a37921 and part# t42210. Grafton matrix test reports were reviewed ((base sterility, final product sterility, endotoxin, moisture analysis, glycerol content, calcium assay, environmental monitoring). All tests passed and no deviations or non conformances were observed. Donor file <(>&<)> donor eligibility records: donor eligibility documents were reviewed and no non-conformance was found. The donor charts revealed-no deviations from sop, supplies were in compliance and recovery was performed in time and temperature limits. Hcps reviews based on donor charts: in their opinion the infections weren¿t caused by tissues as received, processed and distributed by us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a surgery at l2-s2. The graft was placed on the posterolateral side. On an unknown date, post-op, the patient had infection, which was suspected to be "mrsa". It was suspected that the graft, which was implanted on (B)(6) 2019, was the cause of infection. The patient was re-hospitalized due to this event. Hence, on (B)(6) 2019, approaching from the posterior side, debridement and screw replacement were performed. The graft had been completely explanted in this surgery.